Event description:
It was reported that there was damage to the pump housing surrounding the usb port which affected its watertight integrity, though it did not impact the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the pump, confirmed the customer's shipping address, and provided a return box with a pre-paid label. The customer was instructed to put the pump into storage mode and return it within 10 days to avoid billing. They were also informed about programming settings and connecting their cgm to the replacement pump, which was sent out by technical support. Customer will continue to use current pump.